Manufacturer narrative:
Product ID 8703w, lot# l81766, ,implanted: 2000-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's catheter was found to be occluded due to unsuccessful catheter aspiration that was reported. As a result, the catheter was removed and replaced. The patient experienced increased spasticity and increased ck (creatine phosphokinase) levels. The patient was reported to be alive without injury or adverse event. Drug delivered via the device was baclofen (lioresal).